Event description:
The patient reports that post implant of their laparoscopic adjustable band on approximately november 9, 2010, the patient developed a painful lump at the port site. Diagnostic test performed and nothing was found. On (B)(6), 2010 the surgeon aspirated some fluid and a culture was performed. The patient was diagnosed with an infection at the port site. On (B)(6), the band was removed. The patient was placed on antibiotic and remained in the hospital for six days after the band was removed. The patient continued to take the antibiotics for an additional seven day after being released from the hospital. The patient is currently doing fine. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.